Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, noise on the right ventricular (rv) lead was observed. The patient presented to the clinic, and provocative testing did not reproduce the noise. Abbott technical support analyzed the session records, and found several non-sustained right ventricular oversensing episodes and suspected lead damage. No intervention was performed at this time, the patient will continue to be monitored remotely. The patient was stable with no adverse consequences.